Event description:
Reportedly, during pt use, an 'o2 sensor disconnect' alarm occurred after replacing the oxygen sensor. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided. (B)(4).